Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: gonzalez-morgado d, mendoza-aguilo c, gallardo-calero I, martinez-collado p, bustos-mardones a, bargallo-granero j, lluch-bergada a, esteban-feliu I. Head-to-neck screw fixation and radial head arthroplasty result in similar postoperative outcomes for low-comminuted radial head fractures with neck involvement. Shoulder elbow. 2025 apr;17(2):209-218. Doi: 10.1177/17585732241255952. Epub 2024 may 20. Pmid: 39552696; pmcid: pmc11568487. Objective/methods/study data : this retrospective cohort study and compare the clinical outcomes of head-to-neck screw fixation with arthroplasty for the treatment of radial head fractures involving the neck. Between january 2016 and december 2019 a total of 29 patients were included in the study. Categorized into two groups; orif group (n=14). Consist of 8 males with the mean age of 51 (19¿76). These patients treated with (synthes titanium 2.4 mm headless compression screws [depuy synthes, johnson & johnson, USA]).arthroplasty (n=15). 7 males. The mean age of 59 (26¿83). The device used was a radial head arthroplasty. Followed up atleast 3 years. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes 2.4 mm headless compression screws. Adverse event(s) and provided interventions possibly associated with unk - 2.4 mm headless compression screws (qty 26). One patient had severe loss of rom; intervention: not provided. Two mechanical failures, underwent reintervention. Nine had concomittant injuries; intervention: not provided. Eight with coronoid fracture; intervention: not provided. Six patient had elbow dislocation; intervention: not provided.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.